Manufacturer narrative:
Patient code: no code available - additional procedure required to replace line. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen power-injectable PICC hub was found cracked where the line extension tubing meets the hub. Additional patient and event information have been requested but not provided. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
See h10

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Additional information: additional information was received (B)(6) 2018 which identified the problem on this catheter was also leakage where the line extension meets the hub. Device evaluation the device was not returned for evaluation. However, a document based investigation evaluation was performed. Investigation a document-based investigation reviewed the following: instructions for use, quality control specifications, complaint history and device history records. There is no evidence to suggest the finished product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record of the finished product shows no nonconforming events. A complaint history search revealed there was one other reported complaint for this lot number for fitting, damaged. Risk assessment determined that risk controls are in place to mitigate this failure mode. The appropriate personnel were notified, and we will continue to monitor for similar complaints. Appropriate measures have been initiated to investigate this failure mode. Conclusion based on the information provided, no return of the product, and the results of our investigation, a definitive root cause could not be determined. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case.